Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 valve implanted in the aortic position is failing after an implant duration of approximately 3 years and 3 months. Mode of failure is stenosis. There is no scheduled intervention at this time, however, the patient is undergoing work-up for a valve in valve procedure.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Medical records were received. Tte 2 years and 10 months post implant stated there was moderate-to-severe stenosis of the valve, and ava vti 0.9 cm2. The valve underwent balloon aortic valvuloplasty (bav). Tte 3 years and 3 months post implant states the bioprosthetic aortic valve is malfunctioning with moderate-to-severe stenosis, moderate regurgitation, and av mean gradient 29mmhg. Cardiologists note states patient is followed closely by hematologist due to persistent anemia and thrombocytopenia which causes significant recurrent symptoms of shortness of breath and chest pain. The hematologist feels that the current valve dysfunction is the cause of the hemolysis and is recommending valve replacement. Additional cardiologist progress note states the patient is pending valve in valve procedure, hemodialysis, and blood transfusion.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received and the engineering evaluation. The following sections of this report have been updated: corrected a2 date of birth, corrected b3, additional information added to b5, additional information added to b7, corrected h6 health effect clinical code, additional code added to h6 health effect impact code, additional code added to h6 device code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The device remains implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Relevant imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device stenosis and regurgitation were confirmed based on medical records provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), stenosis is listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Per medical record, patient had history of hyperlipidemia and esrd. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Furthermore, end-stage renal disease (esrd)/ chronic kidney disease is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia, esrd) may have contributed to the device stenosis. Per the instructions for use (IFU), valve regurgitation (includes pvl and central regurgitation) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the patient has stenosis. Valve stenosis can impact proper coaptation of valve leaflets, leading to regurgitation. Additionally, a bav (post-dilation) was performed due to suspicion of stenosis, so it was also possible that the post-dilation over-expanded the valve. Over-expanding the valve may result in inability for the valve leaflets to have propel function resulting in regurgitation. As such, available information suggests that patient factors (stenosis) and/or procedural factors (post-dilation) may have contributed to the device regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.